Manufacturer narrative:
The vessel sealer extend instrument has been evaluated by the failure analysis (fa) team. Fa was not able to confirm the reported complaint. The instrument could not be tested in-house. Visual inspection found the part to be damaged. The instrument was returned with the power cord cut off. The instrument could not be tested due to damage. Additional observation not reported by site: the instrument main tube was found to be bent. The damage was located around the middle of the main tube towards the distal end.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument jaws would properly grasp, seal, and cut the tissue. Then when the surgeon continued, the vse instrument would grasp, but would not cauterize/cut completely. The customer ensured the instrument was properly placed, and also unplugged and re-plugged to another bipolar port on the integrated electrosurgical unit (iesu/erbe), but the issue persisted. The customer tried two vses with the same lot number and the issue persisted. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in section b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.